Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number were not reported, and the device was not returned. A conclusive cause for the reported patient effects of myocardial infarction, hemorrhage, stroke/cva, thrombosis/thrombus, and the relationship to product, if any, cannot be determined; however, the subsequent serious injury/ illness/ impairment, unexpected medical intervention, surgical intervention and hospitalization appear appears to be related to the operational context of the procedure. The reported patient effect(s) of myocardial infarction, stroke/cva, thrombosis, hemorrhage are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effect(s) of coronary stenting procedures. The information received in the complaint was obtained through a proactive literature search. Specific model and lot numbers were not available and causality between the documented device usage and the patient effects could not be established. Factors that may contribute to the performance outcomes listed in the article include, but are not limited to, device to patient interaction, patient anatomical conditions, device to user interaction and manufacturing or material issues. Due to the limited information available, the exact cause cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. Attachment article titled: "clopidogrel vs aspirin monotherapy beyond 1 year after percutaneous coronary intervention". B3, d6a: estimated date d4- the UDI is not known as the part and lot number were not provided. The additional patient effect of death reported in the article is captured under a separate medwatch report.

Event description:
It was reported in a summary article the of a randomized clinical trial: stopdapt-2 (short and optimal duration of dual antiplatelet therapy 2). The trial summarized comparison patients who underwent percutaneous coronary intervention (pci) with unspecified xience stent who had dual antiplatelet therapy (dapt) with either clopidogrel group or aspirin monotherapy after pci for 5 years. The primary endpoint was a composite of cardiovascular outcomes (cardiovascular death, myocardial infarction, stroke, or definite stent thrombosis) or major bleeding (timi major or minor bleeding). The study found that there was a borderline ischemic benefit with the use of clopidogrel than aspirin beyond 1 year after pci. Additional information can be found in the summary article, "clopidogrel vs aspirin monotherapy beyond 1 year after percutaneous coronary intervention".